Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pipeline embolization device was used in a procedure involving a patient with a left carotid ophthalmic aneurysm. The aneurysm was located in the left hemisphere, c6, side branch, and was unruptured with a saccular morphology. The maximum diameter of the aneurysm was 7 millimeters, and the neck diameter was 4 millimeters. The distal and proximal landing zone artery sizes were both 3 millimeters. The patient had a medical history that included a family history ofstroke/tia, previous cigarette smoking, covid, vitamin d deficiency, a solitary thyroid nodule, insomnia, hypothyroidism, and a heart murmur. Dual antiplatelet treatment was administered, with a platelet reactivity unit level of 94%. During a 1-year follow-up, dsa imaging was completed, and a stenosis of less than or equal to 50% was reported, although the core-lab had not confirmed the stenosis percentage. Additional information received reported no patient symptoms or complications were reported. No actions to intervene or resolve. Cor e-lab has reported that the stenosis is not greater than 50%. Post procedure angiographic result was no stasis and class 1. Additional information received reported that post procedure angiogram on (B)(6) 2024 showed parent artery stenosis (in stent stenosis) =50%. This ae did not result in any treatment, hospitalization or prolongation of hospitalization, or diagnostics. Ae was not related to the disease under study, did not result in new or worsening of existing neurological deficits and did not result from a device deficiency. Site seriousness assessed no congenital anomaly, death, disability, hospitalization, life threatening condition or medical intervention. Site assessed the ae as not related to atp medication, retreatment procedure, rist catheter, or study device and possibly related to the study procedure. Itwas reported the study device was successfully implanted (B)(6) 2023, wall apposition was achieved, no side branches were covered by pipeline device, and there was no device flattening or twisting. Balloon was used to improve wall apposition. There was complete neck coverage, no stasis, and aneurysm occlusion (raymond and roy) was class 1 at the end of the procedure. Vascular access was obtained via the right radial artery. Ancillary devices included rist radial access 079 guide catheter, navien 058 intracranial support catheter, phenom 27 microcatheter. Aneurysm symptoms included dizziness, pain above or behind the eye, and visual field defect. Additional information received reported that the patient experienced eye floater with onset date of (B)(6) 2023. It was reported that the patient came in for aneurysm embolization and noted grey spot in left eye post procedure. Administration of integrilin drip was initiated and there was prolongation of existing hospitalization as discharge was delayed for one day. There was no additional treatment or intervention. Diagnostic testing was performed. Ae was reported as recovered/resolved (B)(6) 2024. Ae not related to the disease under study, did not result in new or worsening of existing neurological deficits and did not result from a device deficiency. Site seriousness assessed no congenital anomaly, death, disability, or life threatening condition. Site assessed the ae as not related to atp medication, retreatment procedure, rist catheter, or study device and possibly related to the study procedure. (Note: eye floater onset and outcome dates are not consistent with procedure dates and are pending inquiry response) additional information received reported that per source review of the index procedure case information report dated (B)(6) 2023, intraprocedural administration of verapamil 5 mg was documented. Noadditional information was provided. Site was queried to confirm whether the use of this medication was standard of care or administered in response to a reportable adverse event- pending. No reported impact to the patient. No additional medical intervention required to prevent permanent injury or impairment reported. There was no assessment for product/therapy/procedure relatedness made by the investigator, sponsor, or cec. Additional information received .medtronic became aware through source review of the index procedure report dated (B)(6) 2023 of a potential ancillary device issue. During the index procedure, a 3.5 x 14 mm pipeline embolization device was deployed from the carotid terminus to the cavernous segment across the entirety of the aneurysm neck without issue. A hyperform balloon was then introduced; however, the balloon was noted to have a perforation and was exchanged for a scepter xc 4.0 x 11 mm balloon, which was advanced over a microwire into the pipeline device. Angioplasty was performed to improve wall apposition of the flow diverter. Subsequent angiographic runs demonstrated good position of the pipeline device without parent vessel compromise. Control angiography following removal of the microcatheter showed no evidence of extravasation and intact filling of the intracranial branches without vessel dropouts. The initial post-procedure angiographic result was reported as no stasis with raymond-roy class 1 occlusion. Study crfs do not collect device-identifying information for ancillary or adjunctive devices; therefore, this event is being conservatively submitted as a potential complaint related to hyperform balloon perforation. Additional information received indicated that the post-procedure adverse event onset date for the reported eye floater/grey spot was updated to (B)(6) 2023. It has not been confirmed whether this post-procedure visual complaint was the same as the pre-existing visual field defect reported at baseline. No cause or contributing factors were reported for the parent artery stenosis or the eye floater. No symptoms were reported in association with the stenosis, and no actions or interventions were taken to resolve it. Core-lab reported that the stenosis was not greater than 50% and therefore was not considered a reportable event. The information was confirmed/provided by the physician. Per site update to the adverse event crf dated (B)(6) 2026, the adverse event description was updated to include ¿due to a possible thrombus.¿ no patient impact was reported in association with the ancillary device issue, and no additional medical intervention was required to prevent permanent injury or impairment. At the time of reporting, no investigator, sponsor, or cec assessment of product, therapy, or procedure relatedness had been made.